Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 1 06/08/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation confirmed the keypad cover is torn off from the bottom to the ok button, exposing the button contact. Testing confirmed intermittent responses to button presses on the ok button with multiple button presses required before the ok button will engage. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation and revealed contamination present under the contacts of all buttons. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The ok button was noted to be inverted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, the serial number label was noted to be detached and missing from the pump, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).